Event description:
The pt's mother reported, that the pt has had chronic swelling of the pump pocket since the pump was implanted. Add'l info was received from the hcp which reported that the fluid was analyzed and there was no evidence of infection. The pt was referred to a neurosurgeon for replacement of the catheter as it was disconnected from the pump. No pt symptoms were reported. The pt's pump contained lioresal.

Manufacturer narrative:
.